Event description:
Pt underwent trans-oral endoscopic procedure to place tissue plications within the stomach. Pose was performed on (B)(6) 2011. Post-procedure day 1-8: daily phone calls made to pt with no complaints between (B)(6) on post procedure day 9, pt complained of some left rib pain. Day 15: on post-procedure day 15, called in complaining of shakes and chills. Spoke with a general practioner by phone on day 15 ((B)(6) 2011). Day 19 post-procedure: (B)(6) 2011 (post-procedure day 19) still feeling ill and told to see local doctor. Post-procedure day 26 (B)(6) 2011. Awaiting blood work that doctor drew on her. Still febrile. Hospitalization day 29 (B)(6) 2011 still sick. Sent to hospital. CT scan revealed intra-abdominal abscesses near liver. Drains were placed percutaneously and IV antibiotics were begun. Pt was discharged on (B)(6) 2011. On (B)(6) 2011 scheduled for repeat CT scan. Drains still in. Hoping to remove them based on CT results. Doctor believed g-lix may have caused some slight bleeding extra-gastrically and subsequent clot formed a nidus for infection. Note: primary operator (surgeon) shared that he decided to stop giving prophylactic antibiotics intra-operatively as recommended by other device users after his first 6 cases. (B)(6) received no prophylactic antibiotics. He has since re-started that practice on subsequent pts.

Manufacturer narrative:
User (healthcare provider) did not notice any issue with g-lix device and performed as intended. Felt event may have been related to a lack of antibiotics prophylactically. Also, there appeared to be a delay in diagnosis by follow-up health care provider.